Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported connection error display during an inspection for use involving a gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Additionally, a reportable malfunction was found: error code e218 (scope failure). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.